Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by adrian c.k. Lau, james l. Howard, steven j. Macdonald, matthew g. Teeter and brent a. Lanting. Manufacture date ¿ unknown. Device location unknown.

Event description:
Information was based on review of journal article titled "the effects of subluxation of articulating antibiotic spacers on bone defects and degree of constraint in revision knee arthroplasty" which focused on the whether subluxation of articulating antibiotic spacers is associated with the bone defects . Staged revisions for infections of primary total knee arthroplasties between 2004 and 2012 were examined. Radiographic sagittal and coronal subluxations of 72 knees were measured prior to second stage revision. Two types of articulating spacers were used in this study: pre-formed articulating spacers made by a competitor and commercially available molds from biomet. In conclusion, coronal subluxation was found to be associated with increased requirement for constrained knee systems. Sagittal subluxation was associated with greater tibia bone defects. Careful surgical technique and monitoring of articulating spacers should be done to avoid subluxation after stage 1 revision. If subluxation of the articulating spacer is present, constrained revision knee systems as well as augments should be available at time of re-implantation. Correlation between subluxation of articulating antibiotic spacers and bone defects.